Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7159048. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7160215. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 35922129. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was not receiving adequate pain relief from the spinal cord stimulator (scs). The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were not returned.